Event description:
The device became inop, while on a patient, with kb0024 error code. There was no patient harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code in memory, and replaced the air psol. The unit then passed extended self testing.